Manufacturer narrative:
Investigation summary: bdj received 2 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in the hemogaurd shield with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. It is a cosmetic defect with no impact on the efficiency of the tube. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issue were found: dirty tube caps ×2."